Event description:
I had a problem with the libre freestyle 14 day sensor. The product caused a skin tear and a burning sensation after removing it. The sensor was replaced due to an error message that indicated the sensor was not working. At this time I was using the monitor sensor for 3 days without incident. I gave a report to abbott technical support. I wanted to send a photo of the issue but there was no way to send it. The support person just wanted me to go to my doctor and didn't want any evidence regarding the incident. After speaking with four representatives I decided to bring this to the FDA. FDA safety report ID # (B)(4).